Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the catheter puncture sheath is notched and has a split fork, doesn't work properly, if the treatment is delayed, the catheter can only be re-removed for the patient. Hcp was very dissatisfied with the termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed, which affected the willingness of patients and their families to be catheterized." Additional information provided 03/25/2024: the puncture sheath was used on the patient, causing skin damage but not blood vessel damage. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducers is confirmed; however, the exact cause is unknown. One photograph of two microintroducers was returned for evaluation. An visual observation of the photograph showed both microintroducer sheaths were damaged. Damage was observed at the distal tip of each microintroducer sheath and additional damage was observed along the shaft of the microintroducer sheath without a dilator. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "the catheter puncture sheath is notched and has a split fork, doesn't work properly, if the treatment is delayed, the catheter can only be re-removed for the patient. Hcp was very dissatisfied with the termination of the catheterization process due to hcp, the need to reestablish a sterile barrier, and the patient's treatment time was delayed, which affected the willingness of patients and their families to be catheterized." Additional information provided 03/25/2024: the puncture sheath was used on the patient, causing skin damage but not blood vessel damage. It was reported this occurred with three devices. This report addresses the first device.